Event description:
Additional information was received from the patient. They reported that the lead was explanted and a new one implanted on 01-13-2021. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Concomitant products: product ID 3889-28 lot# va1ntqs serial# implanted: (B)(6) 2018 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1ntqs, implanted: (B)(6) 2018, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 02-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient said they were getting sciatica like symptoms from the waist down on the right side. They said these symptoms began 2-3 weeks prior. The patient had an x-ray that showed the lead had moved significantly. They said it had stretched and was no longer coiled. They did not know what caused the lead to move. They noted they had not had any falls, traumas or changes in activity or programming changes. They said if anything they had been less active. They said the last time they saw their healthcare provider they increased stimulation from 4.0 to 4.4 volts. They said the stimulation was working at 4.0 volts, so when they got home they decreased back to that level. It was reviewed they may turn stimulation off to see if symptoms improved. They had a call in to their healthcare provider and didn't want to make any changes until they heard back. They were redirected to their healthcare provider to further address the issues.